Event description:
It was reported that a user of the ilet experienced multiple low glucose episodes after a missed meal announcement led to a blood glucose rise without symptoms, followed by nocturnal lows to 53 mg/dl that were treated with full packs of fruit gummies, resulting in rebound hyperglycemia to 203 mg/dl; education was provided on using fast-acting carbohydrate options such as juice, soda, or glucose tablets and on treating with up to 15 grams and waiting 15 minutes, and the device was documented with a usage issue related to improper or incorrect procedure, with no specific device component implicated. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention consisting of carbohydrate administration. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with overtreating hypoglycemia, with no applicable device part implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.